Manufacturer narrative:
H2-dimensional inspection of returned hip head component found device to meet all specification requirements. Dimensional and cantilever testing of one hip head from the same batch met specification requirements. Additionally, a review of the production batch records for this lot found dimensions to meet specification requirements. No further investigation is planned.

Event description:
Revision surgery was performed on 8/30/96 to remove the subject femoral hip head, bipolar liner 85-8263 MDR report# 1219655-1996-0012, and bipolar shell 85-8247 MDR report# 1219655-1996-0013, following discoloration of the femoral head from the bipolar liner.